Event description:
A patient reported experiencing inaccurate erratic results with a one touch ultra meter. The patient's blood glucose results were 122mg/dl, 155mg/dl. Tests were done within less than 10 minutes with a difference of 21%. Patient did ot experience any adverse events. No further information has been reported.